Manufacturer narrative:
The customer returned the transformer. Engineering visually examined the transformer and observed that the insulation was broken at the strain relief and the top surface of the plastic housing had some deformation like it was exposed to too much heat. The resistance across the ac plug was measured and an open circuit was identified, which indicates that the internal thermal fuse was blown. The broken insulation at the strain relief could cause a short circuit which, in turn, could cause the transformer to overheat. The thermal fuse is rated at 125 degrees celsius, which is enough heat to cause deformation to the plastic housing.

Event description:
The customer purchased the pump in style in (B)(6) 2010. The transformer sparked, melted and was very hot to the touch. The pump works fine with the battery pack.